Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed the unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-08739 and 2134265-2017-08740. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 (mdu5) plus failed to perform automatic pullback when pullback was initiated. It was also noted that the mdu5 plus motor was not spinning. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2017-08739 and 2134265-2017-08740. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 (mdu5) plus failed to perform automatic pullback when pullback was initiated. It was also noted that the mdu5 plus motor was not spinning. No patient complications were reported.